Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported that the patient pulled at the t-connector and the tubing separated from the yellow female luer lock adapter. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpk and has a 510k of k063239. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).